Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 4mg/ml at 1 mg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 it as reported that the patient noticed a silver dollar size ¿lump¿ on his back over his spinal incision site. The environmental, external or patient factors that may have led or contributed to the issue was reported as multiple x-rays were taken to verify the catheter tip location and a catheter system replaced was done. The diagnostics and troubleshooting performed was x-rays were taken and integrity of the catheter and pump were attempted. The actions and interventions taken to resolve the issue was the catheter system was replaced. The physician opened the incision and stated that the catheter by the anchor site impaired, it was bent and ¿broken¿ at the anchor site. The physician tied off the catheter and removed the pump. It was replaced with a new system and pump. The pump was replaced at the end when the physician attempted to remove the pump connector piece; however, the pump was damaged when the use of a surgical instrument was used. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.